Event description:
It has been reported to philips that half of the flexvision monitor screen was blue. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) inspected the device onsite and found problem flexvision monitor screen was blue. Review of the log file confirmed the reported malfunction with the flexvision pc. Fse found the problem was due to water damage from a faulty water pipe in the technical room so for this reason the power supply and matrix switch was affected. The parts are sent for analysis, matrix switch failure is confirmed for water damage outside and inside the dvi matrix, rack mount shelf failure is confirmed for water damage and for flex vision pc failed component was psu (power supply unit). To resolve the issue fse replaced flex vision pc, dvi matrix switch, dvi matrix power supply, and a quantity of two wcb rack shelf with power supply. The defective parts flex vision pc, dvi matrix switch, dvi matrix power supply, and a quantity of two wcb rack shelf with power supply. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was due to water damage from a faulty water pipe in the technical room. Due to external water damage occur that can cause the allura system to not start up properly. This scenario includes situation in which the outside water damage causes the inside damage of dvi matrix and power supply of flex vision pc in allura system. Since the malfunction of an external water damage would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.